Manufacturer narrative:
A retain sample of the whitening gel (same part/lot number) used in the procedure was assayed and found to be within all manufacturing specifications for ph and peroxide concentration. In addition, the device history record was reviewed for the uv light lamp head and the light output testing for the lamp head serial number used in the procedure was within manufacturing specifications at time of shipment.

Event description:
Patient developed an allergic reaction during a chair side whitening procedure. Patient's lips were swollen.